Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown at this time. The patient is a female whose age, height and weight are unknown and resides at a facility. The patient's preexisting medical condition states she has knee, hip and ankle contractures. The patient's stability and medication regimen are unknown. The facility's technique while using the device is unknown. The maintenance history of the device is unknown. The facility stated that a resident, who has her own tilt / recline recliner chair. Due to the patient's preexisting medical condition, mentioned above, the patient rests her feet on the footboard as it keeps her flexed to 90 degrees in these joints. A staff member ran the chair into a door frame while pushing the patient in her recliner chair. The foot board allegedly flipped up at impact causing the force of the impact to transfer to the patients leg. The patient sustained a spiral fracture of the tibia. An inquiry / review was completed by the facility and it was determined that the incident was the fault of the staff member and not a malfunction with the product. Disciplinary action was taken against the staff member. Product is not being returned.

Event description:
Customer alleged staff member ran into a door frame while pushing resident in her htr chair. Serious injury alleged.